Event description:
Primary IV solution normal saline 250 ml bag hang secondary medication IV antibiotic levoquin programmed at 100ml/hour. Following the initiation of the secondary medication administration levoquin yellow fluid could be seen backing up into the primary IV solution of normal saline